Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "wrinkling". Later patient reported "rupture", then healthcare professional confirmed the rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, g1, h6.

Event description:
Healthcare professional reported left side "hole in radius (edge)", "shell ripped". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as an unidentified tear. The shell thickness was within specification. ¿ device wrinkling: observed. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side rupture (confirmed by physician). Healthcare professional reported wrinkling. The device has been explanted.